Event description:
Caller reported blood glucose results of 594 mg/dl, 131 mg/dl, 218 mg/dl, and 204 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The customer reported that when a nurse handled the foot switch, she received a strong electrical shock. This required her to stop working and go the emergency department from the fright, and caused her to experience tachycardia. Two foot switch was mfg by (B) (4) (non-covidien product). The pedal indicated in photo, supplied as the suspect device, is the (B) (4) monopolar foot switch.